Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hlx blue 130 lamp head. As it was provided, the handle pillar ergofocus detached. There was no injury reported, however we decided to report the issue based on the potential as any parts falling off into sterile field may cause contamination. The issue is so far considered as single and isolated case within this device range. Device involved in the event has catalog number hm56078460 and serial number 10099. Manufacturing date is 12th april, 2007. As it was provided, the device was installed on 15th may, 2007 in facility. It was established that when the event occurred, the surgical light did not meet its specification as detachment of the handle could be considered as technical deficiency and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. Based on this information we can assume that the most probable root cause was connected with the mechanical shock, excessive torque or inadequate cleaning products or process which could lead to the weakening of plastic parts such as handle supports (presence of aggressive components or too concentrated solutions). After the event occurrence, the device was inspected by the getinge technician who replaced the faulty handle. All maquet sas products comply with: - mechanical test ¿023 e 04 cr¿ & ¿076 e 03¿ performed according to the standard 60601-2-41 - the test ¿148 e 04¿ which shows that the handle support is not weakened, if recommended cleaning products by maquet are used. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2021, getinge became aware of an issue with blue surgical light. As it was stated, the handle detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field may cause contamination.